Event description:
A tissue expander did not expand properly. Unable to fill the tissue expanders per dr and needed to bring patient back to surgery for defective tissue expander. Vendor to investigate defect expander.